Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with an empty reload present. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during mfg to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device did not staple the whole staple line. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.